Event description:
The customer reported to maquet that the safety segment fell down allowing the 2005tv lighthead to detach. The lighthead was still hanging by its wires. No injuries have been reported. (B)(4).

Manufacturer narrative:
The customer provided photos of the affected device, but little information concerning the event. The plastic sleeve securing the light head to the spring arm was broken, which can allow the retaining pin to move out of position, enabling the reported detachment. The hanaulux 2000 series operating manual mentions that the products are to be inspected by the operator every six months with attention to cracks in plastic parts. Maquet is not informed if maintenance has been done on the device. Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.